Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had been experiencing a "shocking" sensation at the implant site "for three days now". The patient confirmed no recent falls or trauma. Patient services reviewed the role of the manufacturer representative with the patient and redirected them to their healthcare provider (hcp) to address the issue.